Manufacturer narrative:
This device is used for treatment, not diagnosis. Indications for use the hydrocoil embolic system (hes) is intended for the endovascular embolization of intracranial aneurysms and other neurovascular abnormalities such as arteriovenous malformations and arteriovenous fistulae. The hes is also intended for vascular occlusion of blood vessels within the neurovascular system to permanently obstruct blood flow to an aneurysm or other vascular malformation and for arterial and venous embolizations in the peripheral vasculature. The device should only be used by physicians who have undergone pre-clinical training in all aspects of hes procedures as prescribed by microvention. Potential complications potential complications include, but are not limited to: hematoma at the site of entry, vessel perforation, aneurysm rupture, parent artery occlusion, incomplete aneurysm filling, emboli, hemorrhage, ischemia, vasospasm, coil migration or misplacement, premature or difficult coil detachment, clot formation, revascularization, post-embolization syndrome, and neurological deficits including stroke and possibly death. Cases of chemical aseptic meningitis, edema, hydrocephalus and/or headaches have been associated with the use of embolization coils in the treatment of large and giant aneurysms. The physician should be aware of these complications and instruct patients when indicated. Appropriate patient management should be considered. The root cause of this complaint cannot be determined at this time. The device in complaint has been received and is currently being evaluated. Following our analysis, a supplemental report will be submitted. (B)(4).

Event description:
It was reported from the (B)(6) that during the embolization treatment of an aneurysm, upon withdrawal of the delivery pusher, a portion of the delivery pusher appeared to be broken within the hub of the microcatheter. No intervention was taken. No patient harm or injury was reported.

Manufacturer narrative:
The root cause of this complaint cannot be determined at this time. The device in complaint has been sent to an outside lab for additional analysis. Our investigation is still in progress. Following completion, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Based on the investigation findings the complaint is confirmed. The root cause is likely due to the device being exposed to a force that exceeded the maximum tensile specification. Reference mvi: (B)(4).